Event description:
40 y/o pt with end-stage renal disease secondary to diabetes mellitus underwent heterotoppic kidney transplant on 5/8/1998. On post operative day #2, her jackson-pratt drain was being removed. During the removal, the tip of the drain broke off and remained within the pt's abdomen. Exploratory laparotomy was performed and the retained jp drain was removed.